Manufacturer narrative:
Investigational testing was performed on the in-house retention product of albacyte reagent red blood cells for antibody identification (16-cell) product z473u lot v272467, determined cell 6 to be m antigen negative; the reactivity observed by the end user is due to the reactivity of the henschaw antigen (m-, he+) which is reacting with the grifols anti-m cell line 2514e6 as detailed in the grifols reagent IFU. The IFU for albacyte reagent red blood cells for antibody identification (16-cell) product z473u states: these reagent red blood cells are intended for the identification of unexpected red blood cell antibodies in blood samples. The end user selected cell 6 for use as negative control cell for anti-m. The end user performed testing with grifols anti-m reagent, which is manufactured from cell line 2514e6, and recorded a positive result for cell 6. The instructions for use for the grifols anti-m reagent states: known samples control should be run in parallel on each day of use. A sample possessing the antigen corresponding to the antibody in the reagent used, a sample devoid of the antigen corresponding to the antibody in the reagent used. If an unexpected control result is obtained, a complete assessment of the reagents and material used should be made. Our investigation has confirmed that there is no performance issue with our albacyte reagent red blood cells for antibody identification (16-cell) product z473u lot v272467 and the event is a rsult of an off label use. Alba biosicence reference number of this file is (B)(4).

Event description:
End user reports that cell 6 from albacyte® reagent red blood cells for antibody identification (16-cell) product z473u lot v272467 expiry 17jun24, listed as m-n+ on the antigen profile, reacts with grifols anti-m (igg murine clone 2514e6). Test was repeated three times. All other m negative cells on the panel reacted as expected. The customer agreed to test the cell with albaclone anti-m product z171u: a negative result was recorded. Nb/ grifols anti-m can also react with the low incidence henshaw (he) antigen.